Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised for early porous tibia aseptic loosening. Revised to cemented tibia.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Product returned date needs to be blank as the product was not returned to zimmer biomet for evaluation. The date that was initially sent, was sent in error. Concomitant medical products: all poly patella size 0 8 mm thickness pn: 00542000800 ln: 62435182 articular surface congruent "size 00 0 right 13 mm height" pn: 00542402013 ln: 62338499 gender solutions female (gsf) femoral component porous size 2, right pn: 00541601502 ln: 62435186 40 mm length x 6.5 mm ti fully threaded cancellous bone screw pn: 430107040 ln: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.